Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced pain at the ipg site due to scar tissue. Subsequently, surgical intervention was taken on (B)(6) 2017 where in the ipg was explanted, scar tissues were excised and the same ipg was implanted in the same ipg pocket. Reportedly, the patient is doing ¿fine¿.